Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. As a result of device history record review, it was confirmed that the device was shipped in accordance with the specifications. It has been 5 years since the subject device was manufactured. Inspection / disassembly was carried out by the repair department. As a result of the investigation, it was confirmed that the cause of the phenomenon could not be judged. The root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the front panel displayed turned off during procedure preparation on his olympus high flow insufflation unit. According to the initial reporter, the intended diagnostic procedure was completed, without patient harm, using a similar device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. During testing, the front panel turned off and an alarm sounded. If additional information becomes available following the device evaluation, a supplemental report will be filed.